Manufacturer narrative:
Product ID 3387s-40, lot# va0f24j, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported there were sudden onset symptoms. When the patient would wash their hair or run their hands through their hair and rests her hand on top of her head, ¿it¿s like it¿s giving her an extra charge.¿ it was ¿kind of like when they first turned the device on.¿ the patient noticed it the last time ¿they turned it up¿ and they thought it was late (B)(6) or early (B)(6) 2014. It was intermittent and it was sudden. A couple of days prior to report the patient had a colonoscopy. They had dizziness and fell on their backside two months prior to report in june 2014. They could not remember if they fell before or after they noticed the issue with the stimulation. They had gotten ¿quite a charge¿ a few minutes prior to report and they could still feel it in their teeth. They were sitting on their recliner and put her hand on top of her head and got quite a shock. Their lip still tingled and so were her teeth.